Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed infection and presented on (B)(6) 2018 for procedure. The system was explanted. The patient presented on (B)(6) 2018 for system re-implant. No further information was available.

Event description:
New information states that the patient presented to the hospital with pneumonia and culture revealed that the pacer system was infection. The physician does not allege that the infection is device or procedure related. The system was explanted. The patient tolerated the procedure well and suffered no adverse consequences.